Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7073608. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7073609. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7071229. Product family: dbs-linear leads, upn: m365db2202450 , model: db-2202-45, serial: (B)(4), batch: 7071261.

Event description:
It was reported that patient had their deep brain stimulation system explanted due to an infection at the incision site behind the ear. The patient presented with erosion which was assessed that it may have been due to the patient's glasses rubbing against the incision. The patient was later re-implanted with the deep brain stimulation system.